Event description:
It was reported that after turning on the power to a ventilator, the screen froze. There was no patient involvement reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The customer complaint was verified. The single board computer (sbc) printed circuit board (pcb) was replaced to correct this issue. The device then passed all testing.